Event description:
Unomedical reference number (B)(4). Foreign: (B)(6). On (B)(6) 2022, it was reported that a child patient experienced high blood glucose levels due to a bent cannula. Subsequently, on (B)(6) 2022, the patient was admitted to the emergency room with blood glucose level of 40 mmol/l, high ketone level of 5.6 mmol/l and stayed there for one day. Further, the patient was admitted to the intensive care unit. During hospitalization, the patient was administered fluids of saline, insulin, and some unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. Moreover, on (B)(6) 2022, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.